Event description:
It was reported that the usb cable was damaged. There was no reported adverse impact to the customer's blood glucsoe level. No additional information was provided. The customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.